Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed for the suspected lots with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd luer-lok¿ syringe appeared burnt or contaminated with mold prior to use.

Manufacturer narrative:
There were two reported lot numbers (7170615 and 8113860), however it is unknown which is correct. Lot 7170615, manufacture date 2017-07-31, expiration date 2022-06-30; lot 8113860, manufacture date 2018-06-18, expiration date 2023-04-30. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe appeared burnt or contaminated with mold prior to use.